Manufacturer narrative:
Conclusion: product contributed to event visually examined. Complaint reviewed and analysis showed no trend for (B)(4), lot no: 737584 / 129417. Device history record reviewed. (B)(4) - evidence that product in specification when used, undetermined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly the tip of the broach broke off and was not detected until a post-op x-ray.